Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was ordered during the service call. The customer canceled the service call.